Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. This was likely related to mishandling/ misuse based on the report of the use of alternative clip. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed as there was insufficient information about the procedure, procedure name, date and instrument information were not provided.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the patient was returned to the operating room for another procedure due to hem-o-lok clip failed to lock. Per report, the clips normally used with the clip applier were on back order so the surgeon used an alternate clip. The procedure date, procedure name, and clip applier details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.